Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm and attempted to perform a system controller exchanged. The patient was later found unconscious by their spouse with both of their system controllers alarming and their driveline disconnected. The spouse called emergency medical services and reconnected the driveline to the "patient's" backup controller. The pump restarted. Once emergency medical services arrived on the seen they performed CPR for 1 minute and patient woke up but was breathing in agonally. The patient was then sedated, intubated, and brought to the emergency department. Upon initial interrogation of the backup system controller, that is now their primary, found that the clock was not set and read " change backup battery". The patient was hemodynamically stable and weaned/extubated. The patient was later able to walk but not able to recall the events leading up to them be at the intensive care unit. The patient was discharged and provided a new backup controller. The backup battery was also replaced in their new primary controller. Log files were unable to be downloaded from the patients old primary system controller due to the files not being able to "share" to the thumb drive. Log files were submitted for review from the patient's new primary controller which was their old backup system controller. The event log displayed strings of backup_battery_fault alarms on the controller. The backup battery faults occurred due to (f30) ebb_end_service_life flags. There were no other unusual events seen within the log files. A second set of log files were submitted for evaluation from the original primary system controller. The event log file data indicated that the patient switched from depleted batteries to fully charged batteries on (B)(6) 2025 at 5:25:00 after a low_power_advisory alarm flag was activated. On (B)(6) 2025 at 3:22:12, a low_power_advisory alarm flag was activated followed by a low_power_hazard alarm flag at 3:36:39. At 3:46:42, a no_external_power alarm flag was activated, and the emergency backup battery (ebb) was used to support the system. At 3:53:47, the system recorded a silence_alarm_button_pressed event. The motor speed was maintained until 3:54:33 when a driveline_disconnect event was recorded. There were several silence_alarm_button_pressed events recorded over the next 30 minutes. At 4:25:25, a shutdown_sequence_started event was recorded. Of note, the log file indicated that the patient had not connected to power module/mobile power unit power during this history. This indicated the patient was sleeping on battery power.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. Although a specific cause for the driveline disconnect could not be conclusively determined through this evaluation, the disconnect appears consistent with the account¿s report of the patient attempting to perform a system controller exchange. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log files collectively contained events from 21may2025 through 27may2025. On 24may2025, the driveline was disconnected, causing the pump to stop. Following the reconnection of the driveline to the backup system controller, the pump resumed operations at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, state "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including driveline disconnection. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.